Event description:
The customer contacted physio-control to report that during a patient event a service indicator appeared. The customer continued monitoring the male patient (ECG) while transporting him to the hospital. There were no adverse effects to the patient as a result of the reported failure. Once the device returned to the customer's facility, a biomed examined the device and observed an event code in the memory. The biomed was unsuccessful in his attempt to recalibrate the unit and contacted physio-control for additional assistance. Upon examination of the device, physio observed that the AED function of the device was inoperable and, as a result, the unit would not have been able to analyze a patient's rhythm and provide defibrillation therapy while in AED mode, if necessary.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported failure. Physio then replaced the therapy pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed therapy pcb assembly and determined that the cause of the reported failure was a shorted capacitor, designator c160.